Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09875. It was reported that a rotawire detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 330cm rotawire and a 1.50mm rotalink plus were selected for use. After performing the ablation, the burr was removed from the patient in dynaglyde mode. An unspecified ivus catheter was inserted but would not advance smoothly. When the wire was moved, it was noted that the wire was detached inside the guide catheter. The detached wire was trapped using a wedge and removed together with the guide catheter from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual inspection was performed. The device has wire broken in the middle of the device at 315 cm from the proximal section. Distal tip was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09875. It was reported that a rotawire detachment occurred. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified mid right coronary artery. A 330cm rotawire¿ and a 1.50mm rotalink¿ plus were selected for use. After performing the ablation, the burr was removed from the patient in dynaglyde mode. An unspecified ivus catheter was inserted but would not advance smoothly. When the wire was moved, it was noted that the wire was detached inside the guide catheter. The detached wire was trapped using a wedge and removed together with the guide catheter from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.